Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00943. It was reported that when the patient presented in clinic, infection was observed. Redness and swelling around the device site were noted. The physician suspected that the patient was allergic to the tyrex pouch. The device system would need to be explanted. The patient was stable.

Event description:
New information received notes that the device system was explanted and replaced. The patient was stable.